Event description:
It was reported that pump displayed malfunction alarm code 16-0x20e6 that could not be reset, with no notable events occurring before the issue. There was no adverse impact to the customer's blood glucose level. Customer, a 9-year-old girl using novorapid insulin and autosoft90 infusion set, was informed that pump needed replacement, and technical support arranged a replacement pump within warranty and confirmed shipping details, with no additional outcome information reported.